Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received four inappropriate shocks. Review of the episode noted supra ventricular tachycardia and some oversensing as being the cause of the delivery of inappropriate therapy. No changes were made and the s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received four inappropriate shocks. Review of the episode noted supra ventricular tachycardia and some oversensing as being the cause of the delivery of inappropriate therapy. No changes were made and the s-ICD remains in service. No adverse patient effects were reported.